Manufacturer narrative:
Product event summary: analysis confirmed the reported event. Lcd (liquid crystal display) is out of specification (missing segments). Analysis also found the keyboard is scratched. Battery drawer and one side bail cover are broken.

Event description:
It was reported the bottom liquid crystal display (lcd) of the external pulse generator (epg) is missing segments. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).